Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the suture tore. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1588rt-2j, batch number 15424094, was received for evaluation. Visual inspection: the returned device was visually inspected, and it was noted that the suture system was broken. Additionally, the returned white suture showed signs of excessive force, including fraying and breakage. A functional test couldn't be performed as the device was received broken/damaged. The most likely cause(s) of reported failure are user error, including excessive force used to shorten the suture stands and improper surgical technique.